Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) related to CAPA pr 564122. Continuation of d10: product ID {envpro-16-c}, product lot/serial number {(B)(6)}, product type: {delivery catheter system (dcs)}; product ID {ls-envpro-16-c}, product lot/serial number {(B)(6)}, product type: {compression loading system (cls)}. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately after the implant of this transcatheter bioprosthetic valve, an electrocardiogram (ECG) identified a left bundle branch block (lbbb). The following day an atrio-ventricular (av) delay was identified. Medication was regulated with no additional treatment reported at that time. Eight days following the implant of the valve, ECG noted a pr interval of 213 milliseconds (ms) and was noted as ¿borderline prolonged pr interval¿. The continued holding of medication occurred and at the thirty-day follow up appointment, the pr interval had recovered and was at 195 ms. The thirty-day follow-up ECG showed the av delay had resolved and the lbbb was noted as ongoing. Additional information was reported that the borderline prolonged pr interval was first degree atrio-ventricular (av) block. The medication that was held was a calcium channel blocker. The previously mentioned medication that was regulated included ranitidine that was switched to a proton pump inhibitor. The 30-day follow-up visit post transcatheter aortic valve replacement (tavr), the patient complained of dyspnea since starting medication. The dyspnea was noted to be medication sensitivity. A full body rash was noted to be centralized on the truck. The rash was reported as not pruritic. As a result of the sensitivity and reaction, medications were altered. 72 days following the implant of this transcatheter bioprosthetic valve, the patient was noted to have dyspnea. No signs or symptoms of hypervolemia were identified on examination; however, furosemide was prescribed. Persistent dyspnea was ongoing one month later. The patient had a known history of paroxysmal atrial fibrillation (pafib); however, several episodes of pafib occurred and required metoprolol. Transthoracic echocardiogram (tte) was performed two months later and showed severe systolic dysfunction. Tte identified an ejection fraction (ef) of 35%. Pre-transcatheter aortic valve replacement (tavr) ef was 60%. Approximately a month later, a biventricular implantable cardioverter defibrillator (ICD) was implanted in accordance with class I indication.